Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient could not get the ipg to charge. The physician believed that the placement of the ipg was too deep. The patient underwent a revision procedure wherein the ipg was replaced. Malfunction was not suspected. The patient was doing well postoperatively.